Manufacturer narrative:
Di: (B)(4). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure . According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed and the patient went home. No procedure or device issues were reported. However, the patient was reported to have "extremely high anxiety" two days following the bronchial thermoplasty procedure, the patient experienced exacerbated asthma, in addition to a panic attack. The patient contacted paramedics, and was transported to the ER. While in the ER the patient was intubated and treated for pneumonia. The patient's pulmonologist was called. The pulmonologist instructed the treating facility to extubate the patient and treat her for exacerbated asthma. The patient was treated with nebulizer treatments and steroids. Reportedly, the patient did not have pneumonia. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.